Event description:
It was reported that during opening the package, the customer noticed the y-site connector tube came off from the product. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The sample presents broken part, tube is completely separate from the y-inj, non-latex. Investigation showed that there was no possible risk of broken part during the manufacturing process. 32 random samples were taken and visually verified and none of the samples presents any visual defects. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: a notification of this complaint to the production personnel was conducted by the technician. D5: operator of device is unknown.